Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1051539. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue. Investigation conclusion: 1)the complaint gauge is 22g,assembly at auto line (B)(4) in mar. 2021,packaging at (B)(4) packing machine in mar. 2021, lot quantity is (B)(4). 2)review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found. 3)reviewed the production records and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities discovered. No abnormality found on process, this number is pvc- y type of product and cannot be used for high pressure.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced ruptured tubing. The following information was provided by the initial reporter: it happened in the CT room, the bottom of the extension tube was burst. The patient was unharmed, just replaced the indwelling needle, the specific pressure value of the high-frequency injection is not clear.